Manufacturer narrative:
Additional information was received on (B)(6)2022. The package was already in the garbage so product lot number could not be provided. Sheath was used on the patient. No patient consequences. No treatment required. The bwi product analysis lab received the device for evaluation on (B)(6)2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device evaluation was completed on 22-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The product was returned to biosense webster (bwi) for evaluation. Visual and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed and no product defect was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number was originally reported as unknown; however, after the device evaluation, the lot number was retrieved. Therefore, updated the d4. Lot, d4. Expiration date, and h4. Device manufacture date fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 17-mar-2023, noted that during the 3500a follow-up #1 it was reported, ¿the bwi product analysis lab received the device for evaluation on 14-dec-2022.¿ however, d9. Device available for evaluation?, d9. Date device returned to manufacturer and d9. Is device returned to manufacturer? Fields were not processed. Therefore, processed accordingly.

Manufacturer narrative:
(B)(6). The event date is unknown. Therefore, the first day of the year has been entered as the event date under the date of event field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was leaky so that there was no possibility to work with it. The physician took a new vizigo sheath and continued the procedure. There were no consequences for the patient. The event was assessed as MDR reportable for a hemostatic valve leak issue.